Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass. Unable to verify unexpected constant audio alarm due to physical damge to lcd glass. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
A customer's parent reported via phone call indicating physical damage in the form of cracks on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer crashed their bicycle and cracked the screen of their insulin pump. The customer was unable to read the screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.